Event description:
Pt with history of gbm, status post tumor resection/gliasite placement in 2003, brachytherapy via gliasite and external beam radiation therapy. Subject was hospitalized for lethargy, gait disturbance, and urinary incontinence in 2004. Status post vp shunt for hydrocephalus in 2004. Subject was discharged in 2004 to a skilled nursing facility. In 2004, subject was found to have bacteremia with gpc and elevated white blood cell count at 17.2. Subject was admitted for possible infection. Blood culture done in 2004 showed gram positive cocci -gpc- and enterococcus species. Subject was started on antibiotics. These events are systemic and related to the subject's diagnosis. The blood infection is unlikely related to the gliasite device/brachytherapy and external beam radiation therapy.